Event description:
On (B)(6) 2013, the reporter contacted lifescan, alleging inaccurate results. The patient reported blood glucose results of 170 mg/dl with a lifescan meter and 117 mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 (04/22/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/14/2013 and 8/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.